Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned used. There was no fiber disturbance or anomalies observed on the balloon. Functional/performance evaluation: the patency of the guidewire lumen was tested, and it passed with no issues. The inflation hub was connected to an inflation device, and an attempt was then made to inflate the balloon with water. Upon inflating, water was observed leaking through the balloon fibers. A partial circumferential rupture was found on the barrel of the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a partial circumferential rupture on the barrel of the balloon. Per the reported event details, the balloon ruptured while approaching a stent. Per the current IFU (instructions for use), this balloon is not indicated for use inside a stent. It is unknown whether there was an interaction between the balloon and stent which caused or contributed to the reported failure. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unknown) during the first inflation in an a/v fistula. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.